Event description:
The bottle of wash 1 solution ran out on an advia centaur xp instrument. There was no indication to the operator that the wash 1 bottle was empty. The operator discovered that both the wash 1 bottle and reservoir were empty when a closing bracket of quality controls (qc) for ehiv failed. The operator replaced the wash 1 and then reran qc and patient samples. All patient results were reproducible. No patient results were affected by this issue.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to evaluate the advia centaur xp instrument. The fse was not able to replicate the problem of the wash 1 emptying without alerting the operator. The fse tested the wash 1 sensors, which were working. The fse verified the instrument functionality. Once the issue of malfunctioning wash 1 pcbs was known, a global product support specialist recommended that the fse return to the customer site to replace the wash 1 pcb. It is unknown if the wash 1 pcb on the instrument was replaced. The cause of the wash 1 bottle emptying without alerting the operator was a malfunction of the wash 1 pcb. The instrument is performing within specifications. No further evaluation of this device is required. Additional information: an urgent medical device correction (umdc), (B)(4) - advia centaur / advia centaur xp system misinterprets wash 1 fluid signals, was sent to customers in (B)(6) 2012.